Event description:
An issue was reported where the customer's blood glucose level was displaying as high, but the specific value was unknown. Cause was not known. The customer took corrective action by administering a correction bolus via the pump, which successfully decreased the blood glucose readings to a satisfactory level.